Manufacturer narrative:
This medwatch report reflects 16 initial events and 33 supplemental events summarized as part of exemption e2013035. If additional information is received, follow-up reports will be submitted to the FDA.

Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve reportable deaths or malfunctions. These allegations were received by intuitive surgical, inc.(isi) between october 1, 2015 - january 1, 2016. For those claims where procedure dates are provided, the dates range from april 2008 - may 2015.